Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the faulty battery is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.